Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the .035¿ 9 x 39 x 80cm palmaz genesis peripheral stent delivery system (sds) (on a .035" x 80cm opta pro) was dislodged from the balloon in a crossover sheath (unknown) over the iliac bifurcation. The doctor used another palmaz genesis, without a problem. There was no patient injury. The device was opened in sterile field. The procedure was an afs percutaneous transluminal angioplasty (pta). There were no visible signs of device/package damage prior to use. There were no anomalies noted when the device was taken out of the package. The device was prepped according to instructions for use (IFU). During prep, the stent was not manipulated. There were no other anomalies noted during or after the device was prepped. Resistance was not met while advancing the device over the guidewire. There was no excessive force used at any time during the procedure. The sds did not have to pass through a previously placed stent. The physician believed the stent got stuck in the valve of the sheath, as only the balloon moved forward. During pull back of the balloon, the stent came back. Once over the bifurcation, the sheath was pulled back until the aortic bifurcation. The genesis stent passed thru sheath in proximal aic. The balloon was inflated from the stent. The stent was not visible under fluoro. The balloon was pulled back, but the stent was not in patient. The stent was partly on the balloon when it came out of the sheath. The device will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: the .035¿ 9 x 39 x 80cm palmaz genesis peripheral stent delivery system (sds) (on a .035" x 80cm opta pro) was dislodged from the balloon in a crossover sheath (unknown) over the iliac bifurcation. The doctor used another palmaz genesis, without a problem. There was no patient injury. The physician believed the stent got stuck in the valve of the sheath, as only the balloon moved forward. During pull back of the balloon, the stent came back. Once over the bifurcation, the sheath was pulled back until the aortic bifurcation. The genesis stent passed thru sheath in proximal aic (common iliac artery). The balloon was inflated from the stent. The stent was not visible under fluoro. The balloon was pulled back, but the stent was not in patient. The stent was partly on the balloon when it came out of the sheath. The device was opened in sterile field. The procedure was an afs (superficial femoral artery) percutaneous transluminal angioplasty (pta). There were no visible signs of device/package damage prior to use. There were no anomalies noted when the device was taken out of the package. The device was prepped according to instructions for use (IFU). During prep, the stent was not manipulated. There were no other anomalies noted during or after the device was prepped. Resistance was not met while advancing the device over the guidewire. There was no excessive force used at any time during the procedure. The sds did not have to pass through a previously placed stent. The product was returned for analysis. One non-sterile sds genesis .035¿ 9.0x39mm 80cm unit was received for analysis inside a plastic bag. Per visual analysis the device has the stent out of its position. The stent appears to have been moved backwards from its manufactured position, about halfway off the balloon. No other visible anomalies were observed during the analysis. Per microscopic analysis scratch marks and abrasions were found on the balloon. These characteristics are commonly associated with mechanical or friction damage. The reported ¿stent - dislodged - within guiding catheter/sheath¿ was not confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. The stent has been moved out of position but remains partially on the delivery system balloon. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by abrasions noted on the outer surface during analysis which are likely a result of force being applied when the device wouldn¿t track through the crossover sheath as desired. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.